Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a healthcare professional reported on behalf of a customer who experienced a life-threatening medical event. It was reported that the customer received unspecified low scans on their freestyle libre sensor and experienced symptoms of nausea, vomiting, and a loss of consciousness. The paramedics found the customer unconscious and a blood glucose result of >600 mg/dl was obtained on their meter as compared to the sensor reading of 116 mg/dl. The results, when plotted on a parkes error grid, fell into the 'out of range' zone showing the difference in values to be clinically significant. The customer was transported to a hospital where she was diagnosed with diabetic ketoacidosis and hospitalized for 4 days. No treatment details were reported as no further information was provided. There was no report of death or permanent injury associated with this event.